Manufacturer narrative:
Qn# (B)(4). The customer returned a double-lumen cvc for investigation. After the sample failed functional testing the extension line was microscopically examined. A small slit was detected in the proximal extension line. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors, needle, etc.). The returned catheter contained a small slit in the proximal extension line 6 mm from the juncture hub. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055" - 0.059" per product drawing. The outer diameter of the proximal lumen measured to be 0.087" which is within specifications of 0.084" - 0.088" per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and distal lumens were flushed using a water-filled lab inventory syringe. The distal lumen flushed as expected. When the proximal lumen was flushed, a small leak was detected in the extension line. A device history record review was performed with no relevant findings. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained one small slit. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors, needle, etc.). The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that" 1 jun 2021, extension line was found leakage during usage on the patient". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2021, extension line was found leakage during usage on the patient". No patient injury or consequence reported. Patient condition reported as "fine".